Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 11/04/2024, intuitive surgical, inc. (Isi) received mw5160345 stating the following: "an intuitive davinci prograsp forcep was being used in a robotic case and the pin holding one of the pullies on the distal tip of the grasping forcep fell out into the patient. When this pin fell out it was not initially observed, but as the surgeon continued to try and work, he noted that the device was not working properly. The prograsp forcep was pulled out of the cannula port and upon further investigation as to why it was no longer performing is when the pin was identified as missing. The surgeon went back into the body cavity to search and retrieve the missing pin. Thankfully it was found."

Event description:
It was reported that during a da vinci-assisted general surgical procedure, a patient safety event occurred where one of the pins in the distal tip of a prograsp forceps instrument fell inside the patient. The fallen pin was retrieved and the procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis as of the date of this report.